Event description:
According to the reporter, in a laparoscopic salpingectomy, after about an hour into procedure, the cannula broke. Air leaked from the balloon portion of cannula and as a result, the cannula slipped out of the abdomen. A new 5mm balloon cannula was used. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the obturator, cannula, balloon, stopcock, duckbill seal, cap top, and anti-migration collar (blue donut) appeared intact. The circular seal was cut. Functionally, a water bath test was performed and air bubbles were noted. It was reported that the trocar was damaged and there was a balloon leak. The reported issues were confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. It was also reported that the cannula detached from hub. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.